Event description:
It was reported that upon inflation of the balloon catheter at 8 atm, there was a pinhole rupture and contrast staining was observed. A perforation occurred and two additional balloon catheters were used for treatment and the perforation was sealed.